Event description:
It was reported the dilator tip "spread like a flower" even though a small incision was made. The device was replaced and a second attempt was made successfully. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the dilator tip "spread like a flower" even though a small incision was made. The device was replaced and a second attempt was made successfully. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two photos showing a dilator and lidstock for analysis. Visual analysis confirmed that the dilator tip was split/frayed. The customer also returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed on the returned components. The dilator will be analyzed as part of this complaint. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage and revealed white stress marks around the damage, which indicates stress. The appearance of the defect seems consistent with damage due to undue force applied during insertion. In addition to the damage on the dilator. The cannula from the 18ga introducer needle was bent/pinched. The dilator length from the hub to the distal tip measured 5 7/16" , which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator outer diameter measured 4.01mm , which is within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.4224mm , which is within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. The inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The returned guide wire was inserted through the tip end of the dilator. Resistance was encountered due to the damage to the dilator tip; however, the guide wire was able to pass through the dilator with minor resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage and revealed white stress marks around the location of the damage. Despite the damage, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.